Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead tip could not move. The lead was never implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal lv (low voltage) electrode of the lead was covered in blood. Analyst commented, dried tissue/body fluid in the sleevehead prevents the helix from extending and retracting. This is not a lead failure. The lead was returned with dried blood on the helix and within the sleevehead.